Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump didn't alarm no flow out". The initial reporter also stated that this occurred during testing in their facility, and no patient was involved. [(B)(4)].